Manufacturer narrative:
The technician found the left side rail control module foot out button was stuck due to being damaged. The technician replaced the side rail control module to repair the bed.

Event description:
Info received indicates when the technician plugged the bed in, the foot section extended out unintentionally and the bed functions did not work.